Event description:
The customer stated that when turned on, the device displays a grey blank screen. No patient involvement.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the complaint, identifying the intermittent loss of the display. Cause of the complaint is due to the failure of the display itself. Replacement of the display resolve the issue. The device was repaired and returned to the customer.